Manufacturer narrative:
The distributor fse arrived at the site to address the reported event. Fse cleaned and adjusted the impasse sense to resolve the issue. No further issues were noted. No further information was provided. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 11jan2019 to aware date 11feb2020. There were no similar complaints identified during this search period. The aia-900 operator's manual, section 12- flags and error messages was reviewed. Sc sample clog detected: the a1a-900 operator's manual indicates that the sc sample clog detected flag is generated when clogging of the specimen occurs, preventing measurement from taking place. Print and display (rate value): becomes blank. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag) a. The most probable cause of the reported event was due to debris and misalignment of the impasse on the sample sensor.

Event description:
The customer reported receiving sc sample clog detected errors on their aia-900 analyzer. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in results for estradiol (e2), prolactin (prl), intact parathyroid hormone (ipth), progesterone (prog ii), and alfa-fetoprotein (afp). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.